Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that needle cannot be retracted automatically. The nurse was preparing to give the patient an infusion and an injection, but found that the needle could not be recovered. No other information was provided. It was reported this occurred with three devices. This report addresses the third device.